Event description:
The duett sealing device was deployed following an interventional procedure (via an 8f sheath in the right common femoral artery). Deployment was reported as unremarkable; however, the arteriotomy did not seal. Hemostasis was achieved following manual compression and femostop application. The event was resolved with no further complications.